Event description:
Information was received that this epicardial lead had a high threshold of 4 v and on a previous device check was noted to be without any lv capture. Patient had some worsening of hf symptoms due to lack of biv pacing. The lead was capped and a new competitor lead was successfully placed. Patient information is unavailable.